Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had been having issues with the insulin pump. When they go to change the battery it would take 15 minutes. They also received a no delivery. They changed the site and it seemed to be fine after that. The customer reported that every time they change the battery, it would give a blank display after receiving a low battery alarm. They were sent a new battery cap but it did not help. The customer's blood glucose level was 140 mg/dl. The customer was advised to discontinue use of device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low battery alarm anomalies noted. No damage on the lcd isolation tape noted. Pump received with minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.